Event description:
When using syringe, the rubber at the end of the piston came off (leakage). When the syringes were used, the rubbers at the end of the pistons came off and no longer provided a seal. These syringes were used to reinject fat as part of a lipofeeling procedure. Please describe the possible serious consequences and indicate why the incident is considered serious: these syringes were used to prepare fat for lipofeeling, the serious consequence of which could have been loss of the fat removed, resulting in increased operating time for the patient.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 1910003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. When forces applied to the syringe are high due to the density of the substance inside, the force of the movement could disassemble the stopper. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(4). : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a0413 - material separation.

Event description:
When using syringe the rubber at the end of the piston came off (leakage).